Event description:
It was reported that during a surgical procedure using the loading units and reloads with a powered stapler and xl adapter, the reloads were not able to form proper b staples, staples that opened and could not close fully, staples fell into the abdominal cavity, reloads were not able to fire fully, incomplete staple lines, and the device not being able to fire even with new blades and reloads which resulted to extended surgical time of two hours due to multiple device issues. It was confirmed that the staples were retrieved by hand instruments. Troubleshooting involved replacing the device with new blades and reloads, but the same issues persisted, leading to the use of staplers from another company.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h2 correction: d10 concomitant product: siglu60a; tri 2.0 siglu60a 60 load unit; (lot number: n3h2068y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) siglu60a; tri 2.0 siglu60a 60 load unit; (lot number: n3h2068y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigadaptxl; sig power sigadaptxl linear xl adapter; (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.